Event description:
It was reported that during the implant attempt, the lead would not hold in the atrium, and the doctor felt that the lead might be malfunctioning. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection.